Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting and analysis of the system log files found that the host pc's running cache was too low. The fse replaced the host pc and upgraded the system to windows 7. After replacing the host pc and upgrading the system to windows 7, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system host-pc was malfunctioning. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.